Event description:
The customer reported that during a left upper lobectomy procedure, a raytec 4x4 gauze ignited in the thoracic cavity after contact with the active electrode. Output was 60w coag. The surgeon removed the raytec through the access port. The scrub nurse suffocated the fire. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found it to function normally and within specifications. It was noted that the electrode tip was charred. The instructions for use state tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material. The IFU also warns that the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions when using with flammable substances.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.